Manufacturer narrative:
The involved nail was inspected, including for expansion test, and was found to be in order. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility. Note: this product is no longer marketed in the USA.

Event description:
During implantation of a fixion il femoral retrograde nail, the nail did not expand. The nail was replaced with another fixion nail and the operation was completed satisfactorily.